Event description:
During the tka surgery, the lid of the blister package could not be taken off completely. A small portion of the lid stayed thinly on the package. Another product was used. The package (the small portion of the lid thinly stayed on the package) is available evaluation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.